Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 548 mg/dl. Cause was not known. A manual correction injection via manual insulin therapy was delivered to address bg. Customer went to the emergency room (ER) for the elevated bg. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was released from the ER 5 hours later. Tandem technical support performed a system check and the pump is functioning as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management